Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl. Reportedly, the customer had an expired transmitter ID in pump. Customer addressed bg by consuming carbohydrates. Reportedly, the customer continued to use pump for insulin therapy after tandem technical support instructed customer to change transmitter.